Event description:
The customer reported that they are seeing a geometry error on the localization screen on ogp and the bars disappear giving a black screen except for the error. This occurred during patient treatment using framelessarray on the ogp. This issue occurred on the display of the ogp screen. No serious injury to the patient was reported. No patient information was provided.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.